Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After obtaining discordant troponin results, the customer ran quality controls (qc) and results were out-of-range. The customer then aligned reagent probe 2 and cleaned reagent probe 1. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse calibrated hm twin mixer, cleaned and aligned reagent probe 1, lubricated the drive shafts and decontaminated the water system. The cse replaced the sample drain, reagent 1 and 2 drains, the idler gear, hm twin mixer, wash probes and wash tubing, sample probe tip and reagent probe 1 (r1) and 2 (r2) transducers, r1 and r2 tubing, syringe tips, r1 valve and hm chem wash solution. The cse ran a system check and ran calibrations, and results were within range. The customer ran qc, resulting within range. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on six patient samples on a dimension rxl max with hm instrument. The discordant results of samples (B)(6) were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.